Event description:
Lead management case to remove a malfunctioning lead. The case was started by using the 14fr glidelight at a low setting on the 6947 rv lead (implanted for 36 months) however the physician encountered calcium in the svc and the laser settings were increased several times. The bp dropped while attempting to get through the calcium and a pericardiocentesis was performed but was an ineffective intervention so a sternotomy was also performed. The patient did not survive the interventions.